Manufacturer narrative:
Unable to perform analysis lead damaged. Visual inspection under 30x magnification indicates the inner cathode coil wire on the distal section of lead was pulled and stretched out of lead body distal of anode band and then cut or snipped, with evidence of flared coil wire ends. The electrode tip and j stiffener wire were not received. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no portion of the j stiffener wire was received.

Event description:
Report received of j retention wire fracture without protrusion.